Manufacturer narrative:
(B)(4). The initial reporter declined to provide additional information. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The peritonitis was manifested by turbid effluent. The cause of the peritonitis was not reported. Treatment for the peritonitis event was not reported. Physioneal therapies were ongoing. The patient was not recovered from the peritonitis. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The same day as onset of the peritonitis, the patient began treatment with unspecified antibiotics. At the time of this report the patient was recovering from this peritonitis event, further described by the patient as ¿almost recovered¿ and treatment with antibiotics remained ongoing. Should additional relevant information become available, a supplemental report will be submitted.